Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
It was reported that patient passed away on (B)(6) 2022 from pulmonary embolism.

Manufacturer narrative:
An adverse health outcome issue involving a patient death was reported to abbott. The patient passed away after developing a pulmonary embolism the day after surgery. No surgery issues or complications were noted on the day of implantation. Additionally, the physician has not attributed the event to implanted devices. The implantation of an scs system involves some risks commonly associated with surgery, such as post-operative blood clotting issues including blood embolisms. The scs system was not returned for evaluation or disposal. As a result, the device history record of the ipg was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the ipg was in conformance at shipment and a single definitive root cause for the issue encountered cannot be conclusively determined."